Manufacturer narrative:
While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report. The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attaching the renasys go device and dressing on the bottom of her foot the blockage warning was displayed. The nurse provided him trouble shooting steps per clinical guidelines to disconnect the quick click connectors and place the tethered cap into the end of the tubing going to the dressing and leave the other end open. At which time, the device started displaying continuous 120 mm hg. The nurse then explained that since the alarm resolved after tethering the end of the tubing to the dressing closed, the problem causing the blockage full is within the dressing end and is not a faulty or defective device. No harm or injury reported.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.